Event description:
It was reported that there was a loss of mechanical ventilation due to battery failure during a case. The patient was switched to manual ventilation, unit replaced and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for this battery issue per 21 cfr 806 on 21-apr-2022. The FDA recall number is z-1226-2022, z-1227-2022. Customers were sent a letter explaining the issue and requesting the customer to perform the battery performance test to determine if their batteries may be impacted. Gehc will provide battery replacements, updated user manual for battery capacity testing, battery preventative replacement frequency, and potentially new software based on the product model. Block a: no patient information provided to date after calls to customer 04/27/23 and 05/03/23. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.